Event description:
The ICD was explanted due to premature battery depletion.

Manufacturer narrative:
Evaluation summary: the device functioned properly and passed its ventritex automated test system test. The device current was measured and showed a proper level for this family of devices. The reason for the battery depletion was not determined. The device shows normal characteristics.